Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of missing distal pulley to be related to the customer reported complaint. Instrument distal pulley is visibly missing on the distal end. The missing distal pulley is not returned with the instrument. The components surrounding the missing distal pulley did not exhibit damage.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic tip (yellow part) of the permanent cautery hook broke and fell into the patient. The fragment was retrieved in the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the event date is 03/27/2024. All the fragments were retrieved and confirmed via visual inspection, no post-operative tests were done. The reporter confirmed that the instrument collided with another instrument, resulting in a fragment falling into the patient. The instrument was removed and replaced with a backup instrument. There was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. The instrument was inspected prior to use, and no issues were detected. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not notice any other damage to the instrument. The fragment piece was disposed, and the reporter did not know if the instrument would be returned to isi for evaluation.